Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical dept with an unsigned note that stated, "touchscreen will not calibrate." No info was provided; therefore, specific pt info, deice programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen does not respond when pressed and would not calibrate. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was found to not respond when pressed and would not calibrate. This device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.